Event description:
Patient was brought in for cervical rfa [radiofrequency ablation] procedure. Rn pulled machine near bed and plug got caught and machine was unplugged. Plugged machine back in and turned on. Machine turned on and showed flashing error message, would not return to regular screen. Attempted to reboot and change plug to different outlet. Rn asked coordinator to contact stryker rep for assistance. Rep unable to troubleshoot over phone, needed to come and bring a loaner machine. Md decided to remove the cervical needles from patient and cancel the procedure. Sedation rn placed dressing on the patient's needle sites and brought patient to pacu [post anesthesia recovery unit].